Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (baclofen) (2000mcg/ml, 800mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity. Other medications the patient was taking at the time of the event included: duloxetine, caffeine, feso4, ditropan, lyrica, zantac, nitrofurantoin and bumetanide. The patient's pertinent medical history included paraplesia, ivc filter, suprapubic catheter, anemia, gerd, and polycystic ovarian disease. It was reported that a catheter access port (cap) procedure was done on (B)(6) 2015 to obtain a cerebrospinal fluid (csf) sample to culture it for meningitis. The patient gradually began to experience intractable headaches since the pump replacement in (B)(6) 2015. There were no seroma's per the hcp. The patient also had photophobia, phonophobia, pain in the neck/stiff when moving it, poor appetite, nausea, and vomiting for 2 weeks, since (B)(6) 2015. The patient had no pruritus, increased spasticity or altered mental status, but the patient was upset about the issues she was experiencing. The culture was gram (B)(6) and clusters; therefore, meningitis was diagnosed per the hcp. The pump was explanted on (B)(6) 2015 due to the meningitis. Regarding if the meningitis was resolved, it was stated that it was "resolving", the patient was on "day 3" of antibiotics.